Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Historical data analysis: the complaint history was not reviewed since the serial number is unknown. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result of the investigation, considering the limited information available it cannot be determined if there is a product malfunction. The reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Gender/sex: unknown, information not provided. Brand name: unknown as information was not provided. Model #: unknown as information was not provided. Catalog #: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. Serial #: unknown as information was not provided. UDI # is unknown as product serial number was not provided. If implanted; give date: unknown, not provided, as iol implant date was not provided. PMA/510(k): unknown as iol model was not provided. Device manufacture date: unknown, as product serial number was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer account reported a multifocal intraocular lenses (iol) was explanted from the patient¿s ocular sinister (left eye) on (B)(6) 2019 and replaced with a monofocal (zcb00) iol due to the patient's dissatisfaction with the visual outcome, and wanted the iol explanted and replaced with a monofocal iol. This event captures the multifocal explant. The reported monfocal explant will be captured in a separate report. No additional information was provided to johnson & johnson surgical vision.